Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to bent cannula issues on (B)(6) 2025. The infusion set could not penetrate the skin because the cannula was bent, causing leakage at the site. The insertion site was the abdomen. The patient was treated during hospitalization, and the length of the hospital stay was 10 days. No further information available.